Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), type 1 diabetes mellitus ("type 1 diabetic"), basedow's disease ("graves disease") and arthritis ("arthritis"). The patient was treated with surgery (she was scheduled for hysterectomy within two days). Essure was removed. At the time of the report, the pelvic pain, type 1 diabetes mellitus, basedow's disease and arthritis outcome was unknown and the back pain had resolved. The reporter considered arthritis, back pain, basedow's disease, pelvic pain and type 1 diabetes mellitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, type 1 diabetic, arthritis, graves disease were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: type 1 diabetic, arthritis, graves disease were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), type 1 diabetes mellitus ("type 1 diabetic"), basedow's disease ("graves disease") and arthritis ("arthritis"). The patient was treated with surgery (da vinci hysterectomy). Essure was removed. At the time of the report, the pelvic pain, type 1 diabetes mellitus, basedow's disease and arthritis outcome was unknown and the back pain had resolved. The reporter considered arthritis, back pain, basedow's disease, pelvic pain and type 1 diabetes mellitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, type 1 diabetic, arthritis, graves disease were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: extension of expected date of next report on 20-mar-2020: social media received, reporter added. Fu 4,5,6, 7 and 8 processed together. On 20-mar-2020: social media received, on 20-mar-2020: social media received, reporter added. Fu 4,5,6, 7 and 8 processed together. On 20-mar-2020: social media received, reporter added. Fu 4,5,6, 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), type 1 diabetes mellitus ("type 1 diabetic"), basedow's disease ("graves disease") and arthritis ("arthritis"). The patient was treated with surgery (da vinci hysterectomy). Essure was removed. At the time of the report, the pelvic pain, type 1 diabetes mellitus, basedow's disease and arthritis outcome was unknown and the back pain had resolved. The reporter considered arthritis, back pain, basedow's disease, pelvic pain and type 1 diabetes mellitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, type 1 diabetic, arthritis, graves disease were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), type 1 diabetes mellitus ("type 1 diabetic"), basedow's disease ("graves disease") and arthritis ("arthritis"). The patient was treated with surgery (da vinci hysterectomy). Essure was removed. At the time of the report, the pelvic pain, type 1 diabetes mellitus, basedow's disease and arthritis outcome was unknown and the back pain had resolved. The reporter considered arthritis, back pain, basedow's disease, pelvic pain and type 1 diabetes mellitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, type 1 diabetic, arthritis, graves disease were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (she was scheduled for hysterectomy within two days). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the back pain had resolved. The reporter considered back pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter added. Added event back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled for hysterectomy within two days). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled for hysterectomy within two days). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.